Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: a mustang 5mm x 4cm, 40cm, was received for analysis. The sheath used by the customer was returned for analysis damaged at the tip, with the device inserted in it. The investigator was unable to insert the device into a 5fr sheath as the balloon was damaged. A visual examination identified that the balloon was damaged. A partial balloon circumferential tear was identified located approximately 7mm distal of the proximal balloon markerband. From the partial circumferential tear, the balloon was also torn longitudinally for approximately 27mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and removal difficulty occurred. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation from the anastomosis to the central side and was initially inflated at 20 atmospheres for 60 seconds. The balloon was further inflated thrice at 24 atmospheres for 180 seconds. However, on the fifth inflation at 24 atmospheres for less than 30 seconds, the balloon ruptured. Upon removal of the device, it was stuck in the sheath and the balloon alone could not be removed. Thus, the entire sheath was removed and the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture and removal difficulty occurred. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation from the anastomosis to the central side and was initially inflated at 20 atmospheres for 60 seconds. The balloon was further inflated thrice at 24 atmospheres for 180 seconds. However, on the fifth inflation at 24 atmospheres for less than 30 seconds, the balloon ruptured. Upon removal of the device, it was stuck in the sheath and the balloon alone could not be removed. Thus, the entire sheath was removed and the procedure was completed. There were no patient complications nor injuries reported.